Manufacturer narrative:
The device was evaluated by the returns department which found that issue was unable to be duplicated.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.